Event description:
The pt performed a blood glucose test on the suspect device and the reading was 443 mg/dl. Pt then took pt's meds and became incoherent one hour later. Emt's were called and their device result was 49 mg/dl. Pt was given an IV with glucose and taken to the hosp. The hosp tested pt's blood glucose at 35 mg/dl. Pt was given food and an IV. A lab test was performed after eating and pt's blood glucose was in the 100's mg/dl.